Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the circular seal, obturator and trocar appeared intact. The cannula was not received. Pmv performed functional testing; when the trigger was actuated, the knife blade advanced and cut through the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, the trocar had to pierce the skin/abdomen but the head of the trocar detached from the cannula once unpacked so they did not use it at all. New device was used to complete the case. There was no patient injury.